Event description:
The customer reported via phone call that the insulin pump had two error alarms. The customer reported inserting a battery, then a countdown appeared on the screen. The customer was unable to clear the error alarms during troubleshooting. Blood glucose level was 200 mg/dl. The customer will not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.